Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement. The device emitted beeping tones due to the out of range measurement. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient was seen in clinic for testing. All shocking vectors were tested and revealed the measurements were out of range with the proximal coil. Boston scientific technical services (ts) discussed continued monitoring and potential reprogramming options. No adverse patient effects were reported.